Manufacturer narrative:
The insulin pump was set to the proper time and date. The insulin pump passed the functional testing, including the reset error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. The insulin pump functioned properly. No unexpected time reset, or alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a reset error and reset the time and date after replacing the battery. The blood glucose reading was 115 mg/dl. The insulin pump was not stored or out of use for an extended period of time. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.